Manufacturer narrative:
The conclusion is that the burn was most likely caused by skin-to-skin contact. Skin-to-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-to-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. In this case, the pt was wearing a t-shirt as only separation between the thumbs and the belly. According to the hosp a common consequence of these scans in head/neck region is sweating. This pt's heavy sweating may have wetted his t-shirt thus making it possible to form a rf-loop (skin-to-skin connection) between the thumb and the belly.

Event description:
This report is being filed upon notification from our mr MFR in (B) (4) to submit this event that happened in (B) (6). Problem: the pt had a mr exam. The pt was scanned with the synergy head/neck coil while in head first position. The pt's hands were on his belly. No cables crossed or touched the pt. Interface box and cables were located below the pt and separated from pt with a sponge mattress. After the pt's last scans, a second degree burn with a blister approximately 1cm x 1.5cm was found on his left thumb.